Event description:
Event description cpi received information that this myocardial sutureless lead was removed from service due to a fracture. Two model 0030 leads are involved in this patient's lead system, serial numbers 088967 and 088970. Cpi is unable to determine which lead had the problem, therefore will report on the serial 088967 at this time.